Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that after changing the infusion sites, his blood glucose level rises. The insulin pump had a crack near the battery compartment and another one by the lcd screen. The customer dropped the insulin pump a few times in the past. Customer's blood glucose level was 420 mg/dl. He treated his high blood glucose level with a manual injection. The device was not returned.